Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that after a da vinci-assisted thymectomy surgical procedure, the patient side cart (psc) arm 4 keeps faulting out and were at the end of the case when the fault was occurring. Technical support engineer (tse) reviewed the logs and found multiple errors pointing to usm4. Site wanted to disable the arm and tse informed him that they should have that option. Site will perform a hard power cycle and see if that will help for tomorrow's cases. Tse informed him that the error is point to a motor encoder there is a slim chance that hard power cycle will clear it but worth a try. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) involved with this complaint to perform failure analysis. In the system logs, the 32097, 40084, 31226, 32114, and 25730 errors were found indicating communication error on the usm axes controller motor (acm) board, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a known working system where the 31226 error was triggered indicating fault on the axes controller spar (acs) board, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where 31226 was found to be failing on the acs board. Once testing was completed, the parallelogram fiber was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to a faulty parallelogram fiber in the usm. Correction: h8. Was updated to initial use of device.